Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on the right ventricular (rv) channel. It was noted that back in 2019, there was an increase in shock impedances and then a commanded shock was used to check the lead integrity. All lead measurements were within the normal range. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there were no episodes of noise or artifacts and the shock impedance measurement went up to 155 ohms. Ts recommended troubleshooting options. This device currently remains in service. No adverse patient effects were reported.